Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The wrench guide is bent. **update (B)(6) 2016** follow-up from the sales rep indicates the gauge on the handle is bent and the black tip is cracked.

Manufacturer narrative:
Examination of the returned device confirmed the black plastic protector component has cracked. The root cause is attributed to product design. Co103025887 has been initiated to remove the radel® socket cap altogether and replace with a teflon® (ptfe ¿ polytetrafluoroethylene) split ring and a peek (polyetheretherketone) disc to the torque wrench. The current complaint sample product was manufactured prior to the implementation of co103025887. No further corrective action required. Examination of the returned device also found the gauge arm is bent. The root cause of the gauge arm bending is unknown. Based on the inability to identify the root cause and the low frequency of reported events, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.